Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely due to failure of the power unit that the power button does not operate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty power supply. The device evaluation also found the video connector latch was worn out causing poor connection with pigtails, and there was a damaged picture in picture connector. Additionally, it was recommended that the software version be updated to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the video system center's power button was not working. The issue was found during an unknown procedure. The device was returned and evaluated, and it was found that the power button did not work due to a faulty power supply. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.